Event description:
The tip of the device broke as the surgeon was attempting to maneuver the suture to the appropriate position during a right shoulder procedure. Surgeon declined x-rays and continued with the procedure using another grasper. No adverse consequences with the pt have been reported by the hosp as a result of this event. This device is used for treatment.

Manufacturer narrative:
This event was originally reported by the distributor on 5/15/07 with no reference of any adverse consequences during surgery. Info received from the hosp on 5/21/07 indicated this was a reportable event. DHR review revealed nothing relevant to this event. Eval confirmed the broken tip. Broken tips typically occur when the tip of the device is forced against bone while the user passes the device through tissue. This event was attributed to misuse.